Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, lot#: va0b5hf, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that patient had skin irritation near sight of lead/extension connection that had been repetitive in nature . Limited efficacy was also reported. Per the doctor, the patient thought it to be a scratcher or picker" and the questionable efficacy. Impedances were normal and there was some efficacy present. Per the doctor, there were multiple attempts to correct skin irritation and per patient multiple programs had been tried to try and improve efficacy. It was reported that an explant was performed due to repetitive skin irritation and oozing at the near sight of the lead/extension connection. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_stimloc_acc product type accessory product ID 3708640 (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2018 product type extension product ID 3387s-40 lot# va0b5hf implanted: (B)(6)2013 explanted: (B)(6)2018 product type lead analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins)-serial #-(B)(4) found no significant anomaly, the battery was not in a new condition. Analysis of lead lot # va0b5hf found no significant anomaly, the lead body was cut through and product was segmented. Analysis of extension serial # (B)(4) found no significant anomaly, the extension body was cut through and product was segmented. Other applicable components are: product ID: 3708640, serial# (B)(4), implanted:(B)(6) 2013, explanted:(B)(6) 2018, product type: extension, product ID: 3387s-40, lot# va0b5hf, implanted: (B)(6)2013, explanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.